Event description:
It was reported that catheter material deformation occurred. It was reported that a farawave catheter was selected for a pulse field ablation (pfa) to treat an atrial fibrillation (afib). Prior to procedure, upon opening the catheter package and putting the guidewire through the catheter, it was noticed plastic particles at the edge of the catheter tip breaking off. Troubleshooting was performed, it was attempted to remove the plastic on the tip of the catheter, but it was decided that it was unsafe to use the catheter. Catheter was replaced and procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. It was informed that there are no photos available.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.